Event description:
It was reported to boston scientific during the endoscopic retrograde cholangiopancreatography procedure (ercp), when the hydratome rx sphincterotome was bowed, the wire wrapped itself around the tip and became stuck. The tip and the cut wire remained intact. The pt is "fine".